Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving an error message from their precision xtra meter. Customer reported experiencing symptoms of blurry vision, vomiting and fatigue. Customer reported going to a local hospital and was treated with insulin and intravenous fluid. No diagnosis of hypo or hyperglycemia was reported nor report of death or permanent impairment associated with this case.